Event description:
It was reported that there was no onset of adverse events when the high impedance was detected. No further relevant information has been received to date.

Event description:
It was reported that high impedance (just over the limit of high impedance) was detected on a patient's model 1000 that was implanted in (B)(6) 2018. The physician believed that the issue may be related to the m1000 firmware indicating higher than normal impedance. A review of the device history records for the generator showed no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.